Event description:
At 1 month and a half after the surgery, the patient came in reporting pain and stiffness in the knee and the cause of the stiffness is unknown. The surgeon revised gmk-hinge tibial insert - size 4 - 14 with a gmk-hinge tibial insert - size4 - 12 mm. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 december 2021: lot 182056: (B)(4) items manufactured and released on 18-june-2018. Expiration date: 2023-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.